Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. When clipping the cystic artery, the device jammed and would not open. The device was pulled off of the tissue and the artery remains in the jaws. Another device was used to complete the case. There was no further adverse consequence to the pt.

Manufacturer narrative:
Date sent: 09/09/2009. Device returned empty. Eval summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. In addition, the device was disassembled and the ratchet pawl spring was noted worn out; however, the anti-back up feature was fully functional. A batch record review was performed, and no anomalies were found during the mfg process.